Event description:
It was reported patient received a dynamic compression cable plate on (B)(6) 2010. Subsequently, patient was revised on (B)(6) 2011 due to a femur fracture. During the procedure it was discovered the dynamic compression cable plate was bent. It was replaced with another cable plate of the same part number.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "bending or fracture of the implant."